Event description:
On (B)(6)2025, a patient (pt) called to report after going to an eye care professional (ecp) and retinal specialist yesterday, the pt was provided a diagnosis of ¿chemical burn in the right eye (od)¿ while wearing an acuvue® oasys multifocal brand contact lens (cl) on (B)(6)2025. The pt put a cl in the od, but advised ¿it felt off¿ so the pt removed the 1st lens and inserted a new od cl. The pt advised wearing the cl for a ¿few hours,¿ then started having od pain after removing the suspect cl and reported od eye pain all night. On (B)(6)2025, the pt saw the eye care professional (ecp) who advised the pt of a ¿chemical burn od.¿ the ecp referred the pt to a specialist the same day who also diagnosed the pt with a chemical burn and advised there was a ¿perfect circle on the eye and part of the cornea was taken off.¿ the pt can¿t recall touching any surfaces or having anything on the hands that would have contained chemicals prior to inserting the suspect cl. The specialist prescribed vigamox od four times daily (qid) and was advised to follow-up with the referring ecp. On (B)(6)2025, a call was placed to the pt¿s primary ecp. The ecp advised that the pt wore a new od cl and had ¿a very large defect on the od cornea.¿ the ecp diagnosed it was a corneal abrasion and referred the pt to a specialist because ¿it looked unusual and was very specific in shape and covered ¾ of the pt¿s cornea.¿ the ecp didn¿t prescribe any treatment as the pt would see the specialist on the same day. On (B)(6)2025, the treating ecp specialist provided additional information. The pt was seen on (B)(6)2025 and was ¿concerned it could have been a chemical injury¿ on od. The pt was diagnosed with an od epithelial defect, abrasion, central cornea 5mm affected. The ecp advised that a ¿perfect circle was noted.¿ the ecp asked the pt if clearcare solution was used, but the pt denied using the solution. The pt was prescribed vigamox qid for 5 days. The pt returned on (B)(6)2025. The od was fine, and pt was referred back to the primary ecp. On (B)(6)2025, a call was placed to the pt. The pt advised the od is healing and the pt is still using the vigamox drops. No additional information has been received from the pt. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b0170f7 was produced under normal conditions. The suspect od cl was requested for return, but it has not been received. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.